Event description:
A ti one-third tubular locking plate, implanted for an ulnar fracture on an unknown date, broke post operatively and will be removed.

Manufacturer narrative:
No investigation could be performed; no conclusion could be drawn as no device was returned.